Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the glenosphere at the bone to implant interface. Patient had an accident in nursing home in 2018 that contributed to loosening of the glenosphere. The loose hardware was removed. The cemented delta stem was well fixed. Surgeon implanted cta head on stem. Doi: (B)(6) 2011, dor: (B)(6) 2020 left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.